Manufacturer narrative:
G4:15apr2021. B4:19apr2021. The philips remote service engineer (rse) provided remote assistance to the hospital's biomedical engineer. (Biomed). The biomed noted that the battery had the manufacture year of 2013, indicating that the battery was 7 years old. The rse advised biomed to replace the battery per preventative maintenance interval of 5 years. The biomed was provided with the part identifiers for the battery. The biomed reported that they ordered the battery and would be completing the replacement upon receipt of the part. Multiple good faith efforts were made to obtain information regarding repair and operational status with no response from the reporter. No additional information could be obtained. It was confirmed that the battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. The issue occurred due to a user/maintenance issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
The customer reported check vent battery failure appeared and the error was confirmed in the error log. The device was being set up for patient use and caused a slight delay, however no patient harm was reported. The field service engineer (fse) provided remote support and advised the customer to change the battery every 5 years as part of preventative maintenance, as the battery in use was manufactured beyond 5 years ago.